Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure the fiber cap tip came off at 270,000 joules. The fiber tip broke inside the patient, and it was flushed out. The procedure was completed with a second fiber. The patient was under anesthesia, there were no patient complications.

Event description:
It was reported that during procedure the fiber cap tip came off at 270,000 joules. The fiber tip broke inside the patient, and it was flushed out. The procedure was completed with a second fiber. The patient was under anesthesia, there were no patient complications.

Manufacturer narrative:
Analysis of the returned fiber did not confirm the as reported fiber tip detachment as the metal and glass caps were found to be attached to the fiber. However, analysis did identify a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. The metal cap exhibited mild severe debris adhesion, indicative of tissue contact. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.